Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my out (essure)'), post procedural complication ('had severe complication after removal') and abdominal abscess ('abscess in abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included epidural abscess. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural complication (seriousness criteria hospitalization and medically significant), abdominal abscess (seriousness criteria hospitalization and medically significant), tooth fracture ("teeth are crumbling") and pneumonia ("pneumonia"). The patient was hospitalized for 21 days. The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the medical device removal, post procedural complication, abdominal abscess and tooth fracture outcome was unknown. The reporter considered abdominal abscess, medical device removal, pneumonia, post procedural complication and tooth fracture to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. The case was upgraded from non-serious incident to serious incident. Events¿ medical device removal and postoperative complications nos¿ were added. Reporter was added. Medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.